Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit received with label damage (peeling), broken battery tube threads, cracked case (battery tube), cracked case on battery side, scratched case, scratched case, pillowing keypad overlay and cracked reservoir tube lip. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when cracked case (battery tube) and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump damage (physical or cosmetic) on the battery compartment and location of the damage: crack on the battery compartment on the side about half an inch. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device was returned.